Event description:
Prior to starting dose of cefepime, rn noticed that the syringe pump tubing lure-lock device was broken. Tubing removed from service and replace with intact tubing. Infusion of medication was completed without incident to the patient. The faulty tubing was within 96-hour use period, disconnect from primary tubing, and dry. Devices will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or patient contact.